Event description:
On (B)(6) 2009, the pt stated that about 2 weeks ago, he woke up with temporary basal rate (tbr) of 200% on his insulin infusion device. He stated he does not think he programmed the tbr. He said that due to the extra insulin delivered, he experienced a low blood glucose reading of 58 mg/dl. He treated his reading by disconnecting from his infusion device and eating. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.